Manufacturer narrative:
The cutter was disposed at the facility and no evaluation can be performed. The manufacturing and sterilization records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in (B)(6) indicating that during the procedure, the cutter did not cut and needed to be exchanged. A new cutter was used to complete the procedure without any injury or impact to the patient.